Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (cts) however customer declined to complete the check and disconnected the call. There was no reported adverse impact. No additional information was provided.